Event description:
Customer reported that he had high blood glucose, the insulin pump is alarming and the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to protruded/loose drive support disk. Unable to verify excessive no delivery alarm or performed the occlusion or prime due to motor error alarm.